Manufacturer narrative:
The proximate cause of the bezel post recall was identified by the service depot and was found to be not recall affected, the bezel was not replaced.

Event description:
A channel error was reported.

Manufacturer narrative:
The channel error was confirmed, and the proximate cause was soldering on the logic board. The proximate cause of the platen replacement was the result of a broken lower hinge due to damage.

Event description:
A channel error was reported.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue.the customer report of channel error was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.

Manufacturer narrative:
The channel error was confirmed, and the proximate cause was soldering of y2 on the logic board. The proximate cause of the platen replacement was the result of a broken lower hinge due to damage.

Event description:
A channel error was reported.